Event description:
It was reported that the patient received an inappropriate high voltage shock for atrial fibrillation. Programming changes were made. Patient condition was good before and after the event.